Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy transducer's end was sheared off, a hollow tube was twisted off and a "ranch" that tightens on it was ripped off. There were no reports of patient involvement.